Manufacturer narrative:
This report is submitted on february 9, 2023.

Event description:
Per the clinic, the patient was experiencing pain with sound processor use. The patient was put under general anaesthesia on (B)(6) 2023, in order to undergo an integrity test on the implant.